Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The patient reported getting two out of range control solution test results with both control 1 and control 2. The ranges were 91- 137 for control solution 1 and 278-436 for control solution 2. The results were 87 and 82 for control 1 and 226 then 217 for control 2. The patient did not receive any medical treatment.

Manufacturer narrative:
The patient was sent a replacement device to resolve this issue. The device associated with this incident has not been returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported concerns with their teladoc blood pressure monitor. The patient went to their doctor and had medications re-prescribed due to receiving higher than expected readings on the device. The patient did side-by side- comparisons with a manual device. The results of the teladoc monitor was 143/94 and the manual monitor results were 123/85 and 125/90.the patient did not receive medical treatment as part of the device malfunction.